Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer reported that they were having high blood glucose of 445 mg/dl at the time of incident. The customer stated that they treated the blood glucose with the insulin pump. The customer performed troubleshooting and stated that there was resistance during push. The customer was advised to replace the infusion set and reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.